Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
(B)(6). An event regarding fracture involving a meridian stem was reported. The event was not confirmed. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that surgeon revised broken meridian hip stem. Surgeon removed implant and replaced with revision stem.

Event description:
It was reported that surgeon revised broken meridian hip stem. Surgeon removed implant and replaced with revision stem.